Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown screw was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patients hip was revised due to shell loosening and a broken screw. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to cup loosening due to a broken screw. A tritanium shell, liner, and screws were revised to a new devices. There are no allegations against the revised liner.